Event description:
Additional information was received that the cause of the catheter resistance and pipeline failure to open was not determined. The pipeline was not placed in a vessel bend when it failed to open, it was a straight segment. There were additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding phenom catheter difficult navigation resistance and pipeline failure to open distally. The patient was undergoing aneurysm flow diversion treatment of a fusiform, unruptured aneurysm in the basilar artery with a max diameter of 9 mm and a 13-14 mm neck diameter. The accessed vessel is the vertebral artery with a diameter of 4mm. The landing zone was 3.8 mm distally and 4.1 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The pru level was 140-150. The angiographic result post procedure was good. It was reported that the devices were taken but to reach the lesion site and land on distal landing was very troublesome with phenom and its was not able to navigate properly from va to basilar artery. It was reported there was difficult navigation with the phenom catheter. There was friction during delivery of the catheter. It was reported the physician tried to deploy the device but when they got the desired landing position and started to deploy distally the pipeline device failed to open. The doctor tried re sheathing and deploying again but since the aneurysm was fusiform they didn't want to take a chance and had to take another device. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  Ancillary devices include a sofia guide catheter, traxcess guidewire, and target coils.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.